Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. It was also noted during analysis that the hypotube was broken at 235 mm distal from the distal end of the strain relief. The type of damage noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 17jun2018. It was reported that the shaft broke in a portion that could not enter the patient's body. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm in length, concentric, target lesion was located in the moderately tortuous and moderately calcified ostial left circumflex (lcx)/proximal/mid left anterior descending (lad) arteries. Following pre-dilatation with a 3*20 maverick balloon catheter, a 4.00x32mm promus element ¿ stent was selected for use. However, upon introducing the device into the guide catheter, the shaft broke less than 15 cm from the hub. The device was removed and the procedure was completed with another promus element¿ stent. No patient complications were reported and the patient's status was status. However, returned device analysis revealed hypotube break at a portion that could have been introduced into the patient.